Manufacturer narrative:
Results: brake crank assembly.

Event description:
It was reported by service report that the bed brakes are spongy on both sides. No patient involvement or adverse consequences reported.